Event description:
A power-on-reset (por) condition was reported. Error code 0200 (watchdog timing issue) was provided. The event was resolved by interrogating the implantable neurostimulator with the clinician programmer.

Manufacturer narrative:
(B)(4). Lead: model 3777-45, serial# (B)(4), implanted; (B)(6) 2011, explanted: unk; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).